Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure via contralateral access in the groin, a flexor raabe guiding sheath unraveled upon removal of the device. The access site was not scarred; however, the anatomy was tortuous and calcified, and the bifurcation was moderately steep. Minimal resistance was reported upon insertion and advancement of the sheath. Other manufacturers¿ balloons and catheters were used through the sheath, as well as another manufacturer¿s stiff angled wire guide. Resistance was encountered upon attempted removal of the sheath, at which point the sheath began to unravel. Per the reporter, the user then attempted to reinsert the dilator with a stiff wire guide; however, the user was still unable to remove the sheath, which separated. Access was obtained in the opposite groin, and a snare was used to pull the separated device through an unspecified 11-french sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the sheath was unraveled and separated, and tip damage was noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure via contralateral access in the groin, a flexor raabe guiding sheath unraveled upon removal of the device. The access site was not scarred; however, the anatomy was tortuous and calcified, and the bifurcation was moderately steep. Minimal resistance was reported upon insertion and advancement of the sheath. Other manufacturers¿ balloons and catheters were used through the sheath, as well as another manufacturer¿s stiff angled wire guide. Resistance was encountered upon attempted removal of the sheath, at which point the sheath began to unravel. Per the reporter, the user then attempted to reinsert the dilator with a stiff wire guide; however, the user was still unable to remove the sheath, which separated. Access was obtained in the opposite groin, and a snare was used to pull the separated device through an unspecified 11-french sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the sheath was unraveled and separated, and tip damage was noted. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation in two sections. The inner coils were exposed at the point of separation, approximately 29.9-centimeters from the distal end of the hub. The distal tip of the sheath was folded/cuffed and an area near the tip was compressed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the anatomy was tortuous and calcified, and the bifurcation was moderately steep. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.